Event description:
It was reported that the customer was hospitalized due to a blood glucose (bg) level of over 400 mg/dl and diabetic ketoacidosis. The customer declined troubleshooting with tandem technical support, and declined to provide additional information.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.